Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000344, product ID: bi71000210, product ID: bi71000167, serial/lot#: (B)(6), h3: a manufacturer representative went to the site to test the equipment. In summary, the pendant, cable, and fans were replaced. Codes fdm b01, fdr c07, fdc d02 are applicable to this analysis. D9, h3: the hardware (bi71000167) was returned and analysis was performed. The reported complaint was able to be confirmed. The imaging system umbilical cable passed a bench test. Continuity test passed and it was installed in a test imaging system. The system initialized. Motion, generator, communication and charging readied. There was intermittent connection observed when the cable was wiggled. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mobile view station (mvs) would often show "standalone mode." There was no patient involvement.